Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, billing was not crossing over when nurses pull medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the billing was not crossing over when nurses pull medications. A technical support specialist (tss) rectified the retry mode error by applying knowledge article "medes retry - insert into tx.storageitemtransaction" and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.